Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2022-00264 and 3005168196-2022-00265.

Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "impact of the position of the aspiration catheter to the first pass effect during the combined technique" (kitamura et al. 2022). In this single center retrospective study, fifty-one patients underwent thrombectomy procedures in the middle cerebral artery (mca) between january 2017 and november 2019 using a penumbra system ace 60 reperfusion catheter (ace60) or a penumbra system ace 68 reperfusion catheter (ace68). In seven cases using an ace60 or ace68, the patients experienced an asymptomatic subarachnoid hemorrhage. However, no procedural complications were reported with any penumbra system reperfusion catheter. In three cases using an ace60 or ace68, the patients experienced an intracranial hemorrhage (ich). However, no procedural complications were reported with any penumbra system reperfusion catheter. In two cases using an ace60 or ace68, the patients experienced a symptomatic intracranial hemorrhage (sich). However, no procedural complications were reported with any penumbra system reperfusion catheter. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.